Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator, device service required prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and that it had performed all self-tests up to the (B)(6) 2013. The device records multiple occasions in which the temperature is recorded below the minimum recommended stand-by temperature for the device. Multiple manual power ups mainly of ten minutes duration were observed in the device memory, between the (B)(6) 2013 and the last log entry on the (B)(6) 2016. During this time the device records multiple self-test fails with nonsensical durations due to a configuration error. Information from the technical log records that on these occasions the shock key was recorded as being stuck. The pad-pak became depleted during this time and a further pad-pak was installed. Test therapy was carried out using the returned pad-pak on the (B)(6) 2016. The device issued the prompt "shock advised" then "no shock advised" and proceeded to deliver CPR prompts. This indicates a fault. Corrosion was observed throughout the printed circuit board and the membrane tail. This may have contributed to the ten minute time outs and the multiple self-test fails recorded. Due to extensive corrosion throughout the pcb and on the membrane tail no further investigation was carried out. Investigation found the reported fault can be attributed to corrosion on the pcb due to adverse storage conditions.